Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer's ref. No: (B)(4) .

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered an esophageal ulcer requiring esophagogastroscopy. On post-procedure day 1, an esophageal lesion was confirmed via esophagogastroscopy. There were no interventions reported. Patient remained hospitalized. On post-procedure day 2, follow-up esophagogastroscopy was performed to verify that the lesion was healing. There is no information regarding patient outcome. Physician did not provide a causality opinion. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure. Generator was set on 30 watts. There is no information regarding generator parameters, other generator settings, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Injury prevention techniques included performing less ablation on the posterior wall.